Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the cable traces at the rear response button were damaged near the connector. The cause of the inability to activate the device is the damaged traces. The root cause of the damaged traces cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.